Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed an aortic perforation. One of the filter struts abuts the abdominal aorta without penetration.

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed an aortic perforation. One of the filter struts abuts the abdominal aorta.